Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, discomfort, paresthesia, local reaction, and cutaneous contour deformity. Patient reported she has discomfort since after the surgery. Patient reported redness around the nipple area. Also the shape of the breast was changing and it was looking lumpy when observed in the mirror by the patient. Patient then started to have coolness feeling, and the left breast has altered in size and shape too and is pushing inward. Both breasts are less firmer and more squishy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.